Manufacturer narrative:
(B)(4). Clinical site was not able to confirm transmitter at fault. The transmitter at fault was reported to be one of the following: transmitter 1: stt-gf-004; (B)(4); lot#5208788; MFR date = 01/26/2016. Transmitter 2: stt-gf-001; (B)(4); lot# 5210234; MFR date = 01/29/2016.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.